Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer received alert for sensor updating and change sensor. It was unknown whether insulin pump was on automode or not during low blood glucose event but sensor was in use during the event. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.